Event description:
The customer reported error e116 when the power turned on and the light was a little weak during an unspecified procedure involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
Chita peninsula general medical organization chita peninsula rinku hospital, a local independent administrative institution. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.